Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main and auxiliary drawers failed and was unable to detect on the bus. A field service engineer (fse) had encountered a failure with each connected drawer on main. During troubleshooting, it was revealed that there was foil paper strips across all mother board pins on drawer, which were cleaned to remove debris. After loading drawers one at a time, no additional failures occurred, and all cabinets and drawers functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.